Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-06097. All information can be found under manufacturer report number 1416980-2025-06097. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced a separation issue of bonded components which resulted in a fluid leak. The separation issue was described as, ¿tubing at the hub disconnected¿. This issue occurred during infusion in the or department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.